Manufacturer narrative:
Unit received with button error alarm and had unresponsive buttons due to corroded keypad traces. Unit had minor scratched lcd window, cracked case at display window corner, cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is unknown. The insulin pump will be replaced